Event description:
It was reported that the ilet user experienced hypoglycemia and then overtreated with candy and potatoes, resulting in subsequent hyperglycemia; education on the 15 grams of fast-acting carbohydrate and 15-minute recheck guideline was provided, and oral glucose sources such as juice or glucose tablets were discussed. Symptoms included hypoglycemia and hyperglycemia ranging from 52 mg/dl to 340 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect treatment of hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.